Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735796, serial/lot#: (B)(6), product ID: 9735764r, serial/lot#: (B)(6), UDI#: (B)(4), h3: a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15, h3: the personal computer over internet protocol (pcoip) client was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the pcoip client had software failure as the logs indicated that no software resets. The ethernet mode was properly configured, but the pcoip client did fail configuration report. Codes: b01, c10, d02, h3: the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14, g2: foreign country: australia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the camera cart and main cart sometimes would not connect. During inspection, the manufacturer representative (rep) found the system froze on application once and failed to connect. The rep found the zero point client failing to connect to the pc over ip (pcoip) card of the computer, suspected the computer was faulty. There was no patient involvement.